Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 450 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer did not mention any symptoms of their blood glucose levels. The customer was assisted with the issue and realized that their cannula was bent. The customer was able to change the entire set. The customer did not return the product back for analysis.